Manufacturer narrative:
Investigation result: one 30201e sample was returned for investigation in opened packaging from lot 23099328; blood was present in the set. The customer reported that "line came apart when attached to the patient. It disconnected at a location that should be fused together. Patient was exposed to risk as line fell apart while connected to patient. Patient bleed out of the disconnected line." A visual inspection confirmed the customer's experience; the tubing separated at the y-site tubing joint and no obvious signs of solvent were visible at the affected joint. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing joint during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 23099328 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, since the manufacture of the reported lot, the product has been transferred to an alternative manufacturing site; however quality team will continue to monitor the incoming feedback and remain vigilant to reports of this nature. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 30201e product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd 9.5 inch ext w/1 vlv port had separated. The following information was provided by the initial reporter: line came apart when attached to the patient. It disconnected at a location that should be fused together. Patient was exposed to risk as line fell apart while connected to patient. Patient bleed out of the disconnected line. Anesthetic tech left sample in the tech room - line is contaminated.